Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation no capture and no appropriate sensing of p waves were noted on the right atrial (ra) lead. The lead had dislodged. During the revision procedure it was noted that tissue was adhered to the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.